Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected the philips field service engineer (fse) visited the onsite and confirmed that the system cannot be started. During troubleshooting, the fse found that the f10 fuse is open and determined that defect in mpd control unit, which was replaced and returned to philips for further analysis. The analysis could not confirm the malfunction of the mpd control unit but identified signs of burn and heat spots during visual inspection and electrical defect during the bench test. However, the replacement of the mpd control unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.